Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
During review of the reported event on 01/21/2020, it was determined that blurry vision, dysphotopsia - positive and unexpected postop refraction were not captured in the initial MDR. As a result, the following codes have been added: section h6: patient code 2140 ¿ dysphotopsia - positive. Section h6: patient code 2137 ¿ blurry vision. Section h6: patient code 3191 ¿ unexpected postop refraction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device was reviewed. The product was manufactured and released according to specification. A search of complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to glare and poor visual acuity with constant flashes; symptom onset (B)(6) 2019. Patient developed issues with glare, vision not focusing since the cataract surgery. Visual disturbance also reported with no other medical or surgical interventions. No further information was provided.